Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose, high blood glucose and blood under the sensor and also reported discrepancy between sensor glucose and blood glucose values and the insulin delivery was suspended due to sensor glucose vs blood glucose difference. The customer reported blood glucose value of 78 mg/dl and 321 mg/dl. The hypoglycemia was treated with carb intake and hyperglycemia was treated with insulin pump. The event involved product(s) mmt-7040a, mmt-332a, mmt-242a, mmt-1884. Troubleshooting was performed and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose value from alarm history that triggered the suspend on low and or suspend before low event value was 77 mg/dl. The low limit in the sensor settings value was 70 mg/dl and the blood glucose value associated with the triggered suspend event 124 mg/dl and the difference between sensor glucose and blood glucose was more than 30%. Customer was not using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-1884.